Event description:
The hosp lab reported 7 troponin reslts that were discrepant. The next morning quality controls were run on all tests and found that the controls were out of range. A service engineer was called immediately. Upon troubleshooting the system, the engineer indicated that the problem was due to a clog in the aspirate probe 1 tubing. The clog was cleared and the samples were repeated. Controls were within range. The repeat troponin results were well below the initial results. The hosp reported that one pt was sent to the cath lab for a cardiac catheterization due to the falsely elevated troponin reuslts on the advia centaur. No other adverse events were reported due to the other discrepant results. For medical device reporting purposes this event is considered closed.